Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm91scs2 (serial: (B)(6); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (pain stimulation implantable pulse generator) called to report lower back pain and leg pain that had previously been managed with device reprogramming to provide coverage for the lower back and both legs. The patient reported that after a subsequent programming change to a neurosense group b setting, therapy worked well for approximately 5 weeks until, after charging the stimulator, the battery had not depleted as expected and the patient stated it never went below 60%. The patient reported experiencing back or spine pain and, upon connecting to the stimulator, discovered stimulation therapy was off. The patient reported being unable to adjust therapy because the handset displayed ¿neurosense was currently adjusting,¿ and also reported intermittent difficulty connecting with the handset or communicator. During the call, the patient re-paired the handset/communicator and successfully connected to the neurostimulator, and assistance was provided to turn neurosense off and back on, which resolved the issue; the patient confirmed therapy was set back to 7.6 as desired.